Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Device evaluated by MFR: review of the log files show that alarm 379 - "no o2 dosing possible" is active on the unit. Technical support in conjunction with the customer determined the most likely cause of the issue was the inspiratory block assembly. After replacing the inspiration block, the issue was resolved.

Event description:
Customer reported o2 dosing issue with their bellasvista 1000 unit after 4 days of use. It was also reported that the event happened during clinical use and had to remove the machine from the patient. No patient harm noted.